Event description:
Problem was first discovered by or staff during surgery. When keying unit and adjusting output the electrosurgical unit (esu) will "hang up" appearing to still produce power. Hosp has reproduced the problem in it's shop and no power output was measured but the tone indicated that there was power output. No other units have experienced this problem.